Event description:
It was reported that the surgeon attempted to reprogram the valve but the patient's condition did not improve. Fluoroscopic examination found the valve setting did not change and the device was explanted.